Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated, when running patient samples on the cell-dyn sapphire in autoloader mode, they have been receiving short samples. All results have been very low or 0 when a short sample occurs. One patient met the laboratory's retest criteria for mchc and the account noted that the repeat results were very different. A hgb result of 8.02 g/dl was initially generated, but when the specimen was retested on another cell-dyn sapphire, results of 11.3 and 11.4 g/dl were obtained. No impact to patient management was reported.